Manufacturer narrative:
Follow up attempts were made in an attempt to complete the troubleshooting with the customer, however, no additional information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels and moderate ketones; however, no specific bg levels were provided. No additional information was provided.